Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the infusion pump detected an occlusion that prevents the flow of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.